Event description:
It was reported that there was a lead migration. The healthcare professional (hcp) lowered the lead to a lower position and the lead had migrated up. Symptoms included less than 50% therapy relief at the lead location. Diagnostics included impedance testing, x-rays and reprogramming. Additional information received reported that nothing was explanted or replaced. The patient was doing well as far as the manufacturing representative was aware. Additional information received reported that it had not been turned on yet because they were waiting for the swelling to go down. The patient stated that ¿a lady came to the hospital¿ and told the patient to wait until the follow up visit to turn on the implantable neurostimulator (ins). The patient had a follow up appointment with the healthcare professional (hcp) scheduled for (B)(6) 2013 and wanted to make sure that the manufacturing representative would be present. It was noted that the patient did not know off hand but said it was not ¿too long ago¿ and ¿four weeks at the most.¿ the patient said they went and put it ¿back in place¿ on (B)(6) 2013. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Event description:
Additional information reported indicated that the lead was repositioned, not replaced. It was also reported that everything was functioning as it should. The stimulation was covering the majority of her painful areas.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot# n318262, implanted: (B)(6) 2013, product type lead; product ID 74002, lot# n354037, implanted: (B)(6) 2012, product type adapter; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).